Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. The patient was fine during and post procedure.

Manufacturer narrative:
.